Event description:
The scope was in park and supposed to stay in place. The scope did not stay in place, causing the needle to move around. Md needed to stick the pt multiple times with different sampling tools. Manufacturer response for monarch disposable scope, monarch (per site reporter). Unknown.